Manufacturer narrative:
(B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia - left (l-idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. Initially, it was reported that this is a complaint to report a patient complication. At the end of the case, after removing the catheters: thermocool® smart touch® sf bi-directional navigation catheter, soundstar + quadri (non bwi), the pressure of the patient crashed. The transthoracic echo showed a pericardial effusion. Giving protamine to patient and removing 200ml from the pericardium (pericardial puncture) was able to stabilize the patient. Physician thinks the effusion is coming from rv where the quadri (non bwi) was, so not bwi product related. Note that a decanav has been used for the mapping phase. There was a patient consequence. The adverse event was assessed as non MDR reportable as concomitant product as the physician said that event was not bwi product related. Additional information received stated that the event was discovered post use. No confirmation on any extended hospitalization. Transseptal puncture was not performed. Access to left ventricle (lv) was retroaortic. Prior to noting the cardiac tamponade (CT), ablation was performed. Evidence of steam pop has not been reported. The timing of the CT is unknown as the effusion was noticed during the ablation phase. Thermocool® smart touch® sf bi-directional navigation catheter was used in the event. Additional information confirms that ablation was performed and that effusion was during ablation phase. Therefore, the ablation catheter cannot be definitively disassociated from being a contributor to the event. The adverse event is being conservatively reported under the ablation catheter (thermocool® smart touch® sf bi-directional navigation catheter). The awareness date is 23-feb-2023.

Manufacturer narrative:
The investigation was completed on 25-may-2023. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).